Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities was observed. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest however, the cuff was unable to maintain its pressure at 25 mbar. Further inspection carried out on clear cuff, observed with a cut mark on the outer clear cuff. The cut mark on the cuff leading to unable to inflate the cuff. Based on investigation, the defect mode on cuff of the et tubed needed to be re-inflated several times was matches with complainant report. There was cut mark observed on the actual sample. However, visual inspection on inflation and deflation was conducted in manufacturing process and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. This defect could not be determined as manufacturing related." Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that: "there was a hole in the cuff of the et tube, and it needed to be re-inflated several times. It was deflated each time we monitored." Consequences: the patient was reintubate. There was no reported patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "there was a hole in the cuff of the et tube, and it needed to be re-inflated several times. It was deflated each time we monitored." Consequences: the patient was reintubate. There was no reported patient harm.